Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a procedure to treat gastrointestinal (gi) hemorrhage performed on (B)(6) 2022. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the same problem happened. The physician used a resolution clip to stop the bleeding. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient was referred to the intensive care unit (ICU). No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands had moved from their position and overlapped. Additionally, it was reported that the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.